Manufacturer narrative:
(B)(4). Batch #: 181a55. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45d reload was received partially fired 1/10. The returned reload was reset and loaded into a test device. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a missing staple was noted on the proximal end, this condition was most likely due to the premature sled movement. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information.

Event description:
It was reported that during the lobectomy surgery, after third fired, noted some staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.